Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler added sample and controls into row c while the diluent was added to row a and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event. Info became available 11/23/99 which indicates that this event is MDR reportable.